Event description:
It was reported that a dissection occurred as a result of the arterial sheath, requiring additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Following insertion of the arterial sheath into the common carotid artery (cca), a flow-limiting dissection was noted on angiography. The physician elected to pull the arterial sheath and close the access site and regain access to the cca more proximally. Once confirmed that the sheath was within the true lumen, the procedure proceeded as normal. An additional unplanned stent was placed to treat the dissection. The patient was stable post-procedure and was expected to fully recover.